Event description:
The following article was reviewed: poublon, c.g., holewijn, s., van sterkenburg, s.m., tielliu, i.f., zeebregts, c.j. And reijnen, m.m., 2017. Long-term outcome of the gore excluder aaa endoprosthesis for treatment of infrarenal aortic aneurysms. Journal of vascular and interventional radiology, 28(5), pp.637-644. Https://doi.org/10.1016/j.jvir.2017.01.012. The reviewed literature article is a retrospective study of 248 patients presenting with infrarenal aortic aneurysms between (B)(6) 2000 and (B)(6) 2015. Two centers participated. Fifty-two patients were treated with legacy (high perfusion) gore devices. One hundred ninety-six were treated with (low perfusion) gore® excluder® aaa endoprosthesis devices. Patient outcomes were not broken down by device. Because patients were predominantly treated with gore® excluder® aaa endoprosthesis devices, that brand name has been selected for reporting purposes. Thirty-four patients presented with adverse events requiring reintervention: thirty days within initial treatment, 2 patients presented with ischemia and were treated with endarterectomy, one patient presented with pulsation/swelling of a femoral hernia treated with reexploration and one patient presented with groin hematoma/infection treated with reexploration and cleaning. For the follow up period starting 30 days after the initial treatment, 30 patients presented with adverse events requiring reintervention: six patients presented with type ia endoleaks and were treated with cuff extension and conversion to open repair (totals were not broken out). Six patients presented with type ib endoleaks and were treated with iliac extension and embolization with glue (totals were not broken out). Nine patients presented with type ii endoleaks and were treated with embolization (coil or glue) and open procedure (totals were not broken out). Three patients presented with type v endoleaks and were treated with relining. One patient presented with swelling groin (femoral hernia) and was treated with reexploration. One patient presented with short proximal sealing and was treated with cuff extension. One patient presented with progression of iliac disease and was treated with extension and internal iliac artery coiling. One patient presented with folding proximal stent graft and was treated with proximal stent graft extension. One patient presented with migration and was treated with cuff extension proximal. One patient presented with limb occlusion and was treated with iliofemoral crossover bypass.

Manufacturer narrative:
Device dispositions unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The same event is reported with manufacturer reference numbers: 38000, 38001, 38029, 38031, 38032, 38033, 38034, 38036, 38037, 38038, 38039, 38040, 38065. This duplicate report (medwatch 3007284313-2024-03510) is therefore being retracted.